Event description:
On (B)(6) 2012, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. The final angiogram showed proximal type 1 endoleak. The physician additionally placed a pxa and performed touch-up ballooning with the coda balloon. The endoleak was resolved and the pt was moved to the ICU. Then 20-30 minutes later, the pt went into shock. An emergency CT was performed which revealed the ascending aorta rupture due to the aortic dissection. It caused the hemorrhagic shock. Although the emergency surgery to replace the ruptured ascending aorta with vascular graft was performed, the pt expired on (B)(6) 2012. The autopsy was not performed. The physician stated that the over-inflation of coda balloon at the proximal touch-up to the pxa made a dissection and the dissection extended proximally to the ascending aorta.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.